Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Also, found a hook at the tip of the insertion needle. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported via phone call that the sensor electrode is broken. Customer's blood glucose was unknown at the time of incident. The product was returned for analysis.